Event description:
Customer reported that she experienced a blood glucose of 32 mg/dl. Customer was also receiving sensor readings discrepancies that were varying from her blood glucose. Customer's blood glucose was 301 mg/dl when she received a sensor reading of 120 mg/dl. Customer also stated she received intermittent calibration errors. Troubleshooting was performed. Calibration and insertion techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 3 medwatch reports regarding this event. Please see medwatch reports # 2032227-2015-10461 and 3004209178-2015-43133 regarding this event.